Event description:
End-user encountered resistance when trying to push plunger down through barrel to administer normal saline IV flush. Manufacturer response for 10 ml prefilled normal saline flush (brand not provided) (per site reporter). Bd requested additional details and provided shipping label for item to be returned to bd for follow-up.